Event description:
Ous MDR - it was reported that, about 113 months after the implantation, atrial episodes were recorded in the ICD memory, as well as oversensing. The measurement values of the lead were ok. No worsening of the patient's state of health was reported. The two leads were explanted and returned for analysis.

Manufacturer narrative:
In the returned state, the leads were each cut into two parts. The setrox was divided I nto a proximal and a distal fragment 11 cm distal of the is-1 connector pin, both were available for analysis. The linox was also divided into two parts 14.5 cm distal of the connector pin, with the distal fragment being severely stretched. The total length of the linox was extended to 70 cm because of that. Both parts were available for analysis. The returned lead fragments were thoroughly analyzed. During the visual examination of the setrox, severe signs of abrasion were found along the lead fragments. The visual analysis of the linox showed multiple signs ofabrasion of the same kind along the lead fragments. In particular 18 cm distal of the is-1 connector pin, the insulation of the linox was damaged due to fraying. This damage manifestation can with high probability be regarded as the cause for the noise artifacts mentioned in the complaint. The damage manifestations of the leads indicate significant mechanical stress during theoperating time. The position and kind of the abrasions are characteristic for a simultaneous occurrence of strong pressure of the leads against each other and onto the ICD housing, as well as friction of the leads at the ICD housing itself. Other damages are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.